Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for three to four hours and the patient got treated with insulin pump. No further information is available.